Event description:
Customer alleged the left brake handle will not squeeze together to engage brake. Warranty (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 66550, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; when he attempt to engage the brakes by squeezing the handle it does not work. He also alleges that the brake has never worked since it was purchased in (B)(4). The dealer provide a replacement part to resolve the issue. The inability to stop the supporting device is a potential for injury.